Event description:
Patient requested that the spinal cord simulator be removed that was placed several years ago at another facility. The patient reports significant discomfort, and pains from the spinal cord stimulator leads as well as the battery pack.